Manufacturer narrative:
Correction made to a1: patient identifier: rhmf (previously submitted as unknown). Additional information was added to h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed a separation between the female connector and the main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent application between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was described as "the blue connector of the transfer set dislodged during the procedure". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.